Manufacturer narrative:
(B)(4). The device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that when the product was activated, a spark was activated out of the cable. The product was reviewed and was found damaged, the surgeon continued the surgery in monopolar mode. The patient was not injured. This cable was used 8 times . Initial evaluation of the incident device found a small hole on the side of the connector at resectoscope end and the device failed hipot testing.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 7/5/2016. Date of follow-up report : 8/5/2016. The complaint of a spark observed out of the cable (wolf #(B)(4)) when the product was activated, was confirmed. The supplier investigation found a cut or tear in the cable jacket at the proximal end of the small connector adjacent to the strain relief boot. It is not known how the cut occurred but it is located in an area that would likely be flexed and stressed repeated during a typical procedure. The cable inside the cut revealed worn and damaged primary wires and additional damage such as discoloration and bare wires that could have been caused by over use and/or an electrical short. The root cause of the spark could not be confirmed. DHR review indicated that lot q800 was manufactured to specifications and all required testing was successfully completed prior to shipment of this lot.